Event description:
A us distributor contacted zoll to report that a patient developed an infection under the lifevest equipment. Patient described the area as a fungal infection under the breast area. There was no alleged device malfunction contributing to the infection. The patient¿s physician prescribed a cream for the infection. Follow up indicated that the infection improved.

Manufacturer narrative:
Not applicable.